Manufacturer narrative:
All buttons functioning properly. However, found moisture damage on the keypad traces. No button error alarm during testing. No black circle icon anomaly noted. The insulin pump was received with broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a button error alarm. Customer stated there was a black circle on the insulin pump's screen. The customer stated they were unable to clear the button error alarm. It was also found the button error alarm returned after letting the insulin pump rest. The customer's blood glucose was 179 mg/dl. Customer agreed to return the insulin pump for analysis.